Event description:
A pt reported experiencing inaccurate high results with a lfs meter. The pt's blood glucose results were "259" mg/dl" on pt's meter and "208" mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.